Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hemi-colectomy surgery, we had a stapler (B)(4) which did not fire. Stapler was replaced and worked fine. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. In addition, the staple retainer was received. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be within bounding of the field action. The device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated thickness tissue. The device did not exhibit behavior associated with the field action. The device performed as intended. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Medical device: batch # r5888e. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.